Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an esophageal procedure, the study was reviewed and it was noticed that he had high ph levels throughout the study. The patient did not report anything unusual during procedure. The capsule and recorder will not be returned for evaluation. It is unknown at the time if a repeat procedure will be necessary- the physician will decide. The last known patient status is that the patient was discharged to home post procedure. The patient and user did not experience any injury or harm due to the alleged device malfunction. No other known adverse events.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.